Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading is 136 mg/dl. The insulin pump may have a loose battery cap. Customer stated that the down arrow is no longer working. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to flattened button dome switch. Unable to verify battery out limit alarm due to no button response. The insulin pump had scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.